Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. The gaia second guide wire was returned for evaluation. The outer coil of the guide wire was elongated from the proximal solder that was originally set at 150mm from the tip. The elongated outer coil remained in one piece as the ball tip was found attached on its very distal end. Under the elongated outer coil, the core wire was found fractured at approximately 146mm distal to the proximal solder. Microscopic observation on the fractured core wire revealed that there were helical marks on the shaft of the core wire. The fracture surface of the core wire was oblique and twisted. These findings indicated that torsion had contributed to the observed fracture of the core wire. On the distal side at approximately 31mm from the tip, necking of the fracture end of the elongated inner coil wire was observed, indicating tensile stress had contributed to the inner coil fracture. Proximal to the ball tip, the outer coil was loosened by accumulated torsion. Elongation of the outer coil was originated at approximately 2mm proximal to the tip. The inner coir was loosened for observation purposes. It revealed that the distal side of the fracture end of the core wire was also oblique as seen on the proximal side of the fracture end. A helical cleft was observed distal to the fracture end. Measurement of the core length suggested that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to cross the heavily calcified lesion had most likely contributed to the observed core separation of the returned gaia second guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement in the lesion. Further applied tensile stress generated with removal made the both coils become elongated and the elongated inner coil was detached from its solder on the core wire. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effect] breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire broke during a percutaneous coronary intervention to treat a heavily calcified and moderately tortuous 75-90% stenosis in the right coronary artery. The physician was trying to cross the lesion with this guide wire when it broke. The entire guide wire was retrieved by snaring. The procedure was finished successful with another cto guide wire. The patient outcome was good without adverse patient effects.